Event description:
On 08/25/08 patient reported he noticed about 1 month ago, a stress fracture on the outside of the cartridge window of his insulin infusion device. He stated the fracture has now expanded. He stated he thinks he may have tightened the adapter too tightly in the past and this caused the fracture. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.